Manufacturer narrative:
The t:slim g4 user guide recommends, "periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut down due to insufficient battery power after customer allowed pump battery to fully deplete. Pump reset due to shut down and customer reported an elevated blood glucose (bg) level of 280 (mg/dl). During troubleshooting with tandem technical support, customer was able to reload cartridge and resume insulin delivery. A bolus was delivered to address bg levels. Recommendation was made avoid allowing the battery to fully deplete.